Manufacturer narrative:
The physical device was not received for investigation. The insulet cloud system was checked for data from the user for the pod reported and the pod sequence number was unable to be found in the available data. The cloud system shows that user data is available for 31may2024-22nov2025. The available data does not include the reported date of incident ((B)(6) 2026), nor does it include a pod with the sequence number reported. The exact reason for the missing data could not be determined and so it could not be determined if any boluses were delivered by the user on the date of incident. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached above 600 mg/dl while wearing the pod between 4 and 24 hours. The pod did not deliver the bolus. Symptoms reported include vomiting. The patient was treated with intravenous insulin (humalog), unspecified liquids and potassium. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.